Manufacturer narrative:
(B) (4). The ge service rep found damaged pins. He adjusted the power-signal interconnection connector.

Event description:
The customer reported that the image was lost on the system. No patient injury was reported.